Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed using a watchman trusteer access system (was) and a watchman flx pro left atrial appendage (laa) closure device and delivery system (wds). The trusteer was sheath was positioned in the left atrium. The guidewire was removed and replaced with a pigtail catheter, and both the sheath and pigtail catheter were advanced into the laa. At that point, a thrombus was observed on the pigtail wire. The pigtail was distal to the tip of the sheath, extended into the laa when the thrombus was observed. Heparin was administered immediately, and the activated clotting time (act) was measured at 298 seconds. The physician aspirated through the sheath and removed the pigtail catheter. The device was flushed on the back table. A transesophageal echocardiogram (tee) showed no evidence of thrombus at that time. The procedure was continued, and the closure device was successfully implanted in the laa. No patient complications were reported and the patient woke without deficit. The device is not expected to be returning as it has been discarded at the facility.